Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, missing end capsticker and cracked case near display window corners noted during visual inspection. Intermittent button response due to open j2 connector on lcd board. No damage to keypad traces note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.